Event description:
On friday, (B)(6) 2019, physician reported that during a procedure a boston scientific resolution clip (lot #002348324) broke off during deployment from the sheath into a patients colon. The clip pieces were removed by the physician successfully without incident or damage to the patient. The incident was reported to boston scientific. FDA safety report ID# (B)(4).